Event description:
An emt stated that he tested a patient's blood glucose and received a reading of 145 mg/dl using the facility's contour meter. The patient was taken to the hospital where blood glucose tests of 32 and 28 mg/dl were obtained. The patient was treated for hypoglycemia. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged as a result of the contour readings. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.